Event description:
It was reported that when physician attempted to deliver the subject stent through the microcatheter, the subject stent got stuck approximately 35cm from the tip of the microcatheter and could not be pushed forward. The physician withdrew the subject stent and the microcatheter as a whole out of the body. When the physician withdrew the stent delivery wire, the subject stent was found to be detached inside the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.